Event description:
A report was received via social media that the patients nerve endings were fried. The physician mentioned that the patients nerves had no protection left and the ends of the nerves were burnt. The patient underwent an explant procedure. No further information could be obtained.